Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml at 413.6 mcg/day via an implantable pump by simple continuous dosing for cerebral palsy. It was reported that a motor stall had occurred and that the patient experienced withdrawal symptoms. It was reported that the nurse consulted the patient and ascertained the motor stall. The pump logs were provided and indicated that the motor stall occurred on (B)(6) 2018 at 17:26. There was no motor stall recovery noted in the logs. The estimated elective replacement indicator (eri) was 13 months. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient was sent to the hospital acutely to replace the pump, because pump couldn't be started again. It was reported that the pump was explanted on (B)(6) 2018. It was reported that the issue was resolved at the time of this report and that the patient had recovered and was not stable. It was reported that the intrathecal baclofen (itb) dosage was re-adjusted after implantation and that the current concentration was 2000 mcg/ml and dose was 330 mcg/day via simple continuous. The patent status at the time of this report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.